Event description:
The patient outcome was reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for verse 3in1 driver, outer shaft was conducted identifying that lot number pu148425 was released in two batches. Batch1: lot qty of (B)(4) units were released on 24 jul 2019 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 30 jul 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for spinal fusion surgery. During the surgery, due to inflexible tab breakers, the surgeon unable to connect screw tab to the tab breaker and also, unable to attach the cap to the tab breaker. The surgery was completed successfully without delay. The patient outcome was unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves (2) devices. This report is for (1) expedium tab breaker, body. This report is 1 of 2 for (B)(4).